Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) and had become dislodged. The ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead was performed. Inspection of the lead body and electrode tip found cut marks on the outer insulation that correspond to the cut in the suture sleeve. It appears the cut marks were induced damage during the explant procedure. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no additional anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation.

Event description:
This report is being filed because analysis results were received.